Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Left knee infection (B)(6) 2013.

Manufacturer narrative:
An event regarding infection involving an unknown knee was reported. The event was confirmed via the x-rays provided. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: medical records received and evaluation: clinician review of the x-rays provided indicated "infection complication rate for tkr is listed in the literature between some 0,5% as best figure and 1 - 2% as average practical values depending on the definition of infection, superficial or deep. Deep infection rate is assumed to range from 0,5 - 1% after tkr but much higher in revision surgeries or complex reconstructions. Multiple factors are known from literature to increase the risk on postop infection, to mention a few relevant:- overweight condition of patients or poor nutritional status.- immunosuppressive medications or immune-compromised status (rheumatoid arthritis, malignancy, diabetes a.o.).- smoking status. There is no correlation with specific device properties although any foreign material implanted in the body raises the susceptibility to infection as airborne bacteria present in the operating room can adhere to the implant surface at the time of surgery and remain settled if not tackled by the body¿s immune system or the peri-operative antibiotic prophylaxis routinely provided. This is generic to any type of arthroplasty surgery. Other causes for infection are when bacteria are transported from infectious loci elsewhere in the body through hematogenous or lymphatic pathways. Also dental procedures count as risk factor because of usual gingival injury causing possible entry of micro-organisms into the systemic circulation. The most important factors contributing to infection are thus patient and/or surgeon related. Device-related factors play no role in clinical infectious complications. This patient had a gmrs device in place including an extension block for the distal femur which quite likely indicates that this patient had undergone a distal femoral segmental resection for a malignant bone tumour. No information is available regarding any aspect of the case. Often adjunct therapy is provided with radiotherapy and/or chemotherapy which has a profound effect on lowering the immune status of the patient and thereby increasing risk for infection. There is no clinical information available regarding the further clinical course, so it is not sure whether the infection is really under control or that even more interventions may have become necessary. Severe or recurrent and persistent infections can only be treated with complete implant removal, temporary implantation of antibiotic loaded beads and/ or spacers together with systemic antibiotics. After this, reconstruction can be undertaken with new implants. So, this option remains a possibility in case of persistent infectious problems of this patient. In this case no correlation between any specific device property and infection can be established. Patient had risk factors for infection present in the form of a prior malignant condition but mainly bad luck to sustain an infectious complication of his/her knee arthroplasty. As such, this case is not device-related but has its root cause in an adverse mix of patient-related and procedure-related factors." Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Conclusions: clinician review of the x-rays provided indicated"infection complication rate for tkr is listed in the literature between some 0,5% as best figure and 1 - 2% as average practical values depending on the definition of infection, superficial or deep. Deep infection rate is assumed to range from 0,5 - 1% after tkr but much higher in revision surgeries or complex reconstructions. Multiple factors are known from literature to increase the risk on postop infection, to mention a few relevant:- overweight condition of patients or poor nutritional status.- immunosuppressive medications or immune-compromised status (rheumatoid arthritis, malignancy, diabetes a.o.).- smoking status. There is no correlation with specific device properties although any foreign material implanted in the body raises the susceptibility to infection as airborne bacteria present in the operating room can adhere to the implant surface at the time of surgery and remain settled if not tackled by the body¿s immune system or the peri-operative antibiotic prophylaxis routinely provided. This is generic to any type of arthroplasty surgery. Other causes for infection are when bacteria are transported from infectious loci elsewhere in the body through hematogenous or lymphatic pathways. Also dental procedures count as risk factor because of usual gingival injury causing possible entry of micro-organisms into the systemic circulation. The most important factors contributing to infection are thus patient and/or surgeon related. Device-related factors play no role in clinical infectious complications. This patient had a gmrs device in place including an extension block for the distal femur which quite likely indicates that this patient had undergone a distal femoral segmental resection for a malignant bone tumour. No information is available regarding any aspect of the case. Often adjunct therapy is provided with radiotherapy and/or chemotherapy which has a profound effect on lowering the immune status of the patient and thereby increasing risk for infection. There is no clinical information available regarding the further clinical course, so it is not sure whether the infection is really under control or that even more interventions may have become necessary. Severe or recurrent and persistent infections can only be treated with complete implant removal, temporary implantation of antibiotic loaded beads and/ or spacers together with systemic antibiotics. After this, reconstruction can be undertaken with new implants. So, this option remains a possibility in case of persistent infectious problems of this patient. In this case no correlation between any specific device property and infection can be established. Patient had risk factors for infection present in the form of a prior malignant condition but mainly bad luck to sustain an infectious complication of his/her knee arthroplasty. As such, this case is not device-related but has its root cause in an adverse mix of patient-related and procedure-related factors." Further information such as patient details, device identification and evaluation, further x-rays, operative reports and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Left knee infection (B)(6) 2013.